Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose levels, as they did not exceed 500 mg/dl. Customer reverted to using multiple daily injections as a backup therapy until the replacement arrived.